Manufacturer narrative:
H10 ? Device evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. The investigator powered on the device and the over temperature came on. The customer reported product problem (over temperature) was conformed. The investigator removed the back cover for further investigation. Visual inspection found that a crack in the return tube had leaked water and damaged multiple internal components. The aforementioned crack was attributed to a design issue. This was established as the root cause. The investigator replaced the main pcb, return tube, and membrane switch. Preventative maintenance was also performed. The device subsequently passed all the functional tests.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) produced an over temperature alarm. The unit also failed to turn on. No patient injury or complications were reported in relation to this event.